Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware. D6b: explant date: couple of years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads , upn: m365sc2352500, model: sc-2352-50 , serial: (B)(6), batch: 2000018583.

Event description:
It was reported that the patients ipg was non-functional. All components were explanted and discarded per hospital policy. No further information has been obtained despite good faith efforts.